Manufacturer narrative:
Analysis of the catheter model unknown lot# unknown showed no significant anomalies. Only the pump connector + proximal + pin connector and a short distal segment were returned for analysis. The returned segments were vigorously examined and physically tested for failures. The pump connector + proximal + pin connector was found to be patent at decontamination, and further testing found no damage that would explain the reported allegation. A small distal catheter segment was also found to be patent at decontamination. Although detached from the pin connector, visual analysis of the proximal side showed no tearing or jagged appearance that would suggest a material failure to be the culprit for why the small distal segment of catheter was returned detached from the pin connector. Also, the distal side had a clean-cut appearance suggesting that this small segment was likely cut at explant. An abrasion that did not breach the catheter lumen was found on the distal side of the small distal catheter segment. However, it was not believed that this abrasion affected the catheter's performance, in any way.

Event description:
It was reported that since the device implant last march, had lost 10lbs, had swelling in the pump pocket, and experienced a burning pain from pump pocket (right abdomen) that went around his back and over to the left hip. There were no signs or symptoms of infection or withdrawal. A pump study was done on 2011-(B)(6) and on x-ray it appeared that the catheter was severed near the pump nipple. On an attempt to aspirate csf (cerebrospinal fluid) from the cap (catheter access port) several ml of serous fluid was withdrawn. It was added that there were no volume discrepancies noted on any of the pump refills, there were no dosage adjustments since pump battery change. A surgery to repair connection was scheduled for nov 14. A partial catheter was later received by the manufacturer for analysis. Drug delivered via the pump was stated as an opioid for pain, not baclofen.

Event description:
Additional information: it was later reported that patient was doing great. Drug dose was increased two days after surgery; pump was also refilled. Patient felt like he was going through withdrawal, which was due to the reduced infusion rate. Patient felt his symptoms were the same symptoms he observed when his pump was "low". The refill, with the increased rate helped tremendously. Hcp did not bring him up to full dose, as they were looking at replacing him with prialt.

Manufacturer narrative:
Catheter model: 8709, lot #: l54310, implanted on:1998-(B)(6), explanted on: unk. Returned partial catheter mod el/serial# <(>&<)> implant date: unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.